Manufacturer narrative:
Concomitant products: product ID: 3887-33, lot# j0010316v, implanted: (B)(6) 2000, product type: lead. Product ID: 3887-33, lot# j0010316v, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapeutic effect. The patient stated that his device was never properly reprogrammed after implant. From the start, the patient did not receive adequate pain relief from the device. In 2009, it was reported the device was off and not being used. The trial seemed to help his pain, but the patient thought he may have wanted it to work more than it actually did. The patient may have wanted to have device taken out. It was noted the patient felt like the manufacturer's representative did not take the time to reprogram and was in a rush right after his implant. Later, in (B)(6) 2015, the healthcare provider reported the device was no longer working and he had no details as to why. Relevant medical history included peripheral neuropathy.